Event description:
It was reported that the procedure was to treat the tibio-peroneal trunk. The 5.0x20mm armada 18 balloon dilatation catheter (bdc) would not deflate with first inflation at 8 atmospheres. Therefore, it was withdrawn while inflated and noted to go through sheath without issue. There were no patient effects and no significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the contrast mix used in the procedure was 70% saline/ 30% contrast. It should be noted that the percutaneous transluminal angioplasty (pta) catheter, armada 18, ce instructions for use specified that the contrast diluted 1:1 with normal saline. In this case, since the contrast ratio used was less than the required percentage it is unknown if the IFU violation caused or contributed to the reported complaint. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. 2017: contrast incorrect.